Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The pump was connected to a power source however was unable to be turned on. Customer reported blood glucose (bg) level was 350 (mg/dl). A correction bolus was delivered to address bg level. Reportedly the customer has a backup pump as alternate insulin therapy until the replacement pump is received.